Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10: additional narrative: h3, h4, h6: part 03.130.010, lot h184406: release to warehouse date: april 22, 2018. Manufactured by synthes monument. No non-conformance reports (ncr's) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. H3, h6: a product investigation was completed: visual analysis of the returned sample revealed that the screwdriver tip was broken and the broken fragments were also returned, and no other issues were identified. The dimensional inspection was performed, and it is within the specification limit. The observed condition in the device was consistent with a random component failure that may have been caused by exposure to unintended forces. The drawing reflecting the current and manufacture revision was reviewed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed. While no definitive root cause could be determined, it is probable that the device was broken due to the unintended forces. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent open reduction internal fixation surgery for hand. During the surgery, when locking a locking screw with the screwdriver, the screwdriver broke. The tip of the screwdriver was cut off, but it was removed from the body without any problem. It was confirmed that no metal pieces, etc. Remained in the patient's body. The surgery was completed successfully without any surgical delay. No further information is available. Concomitant devices reported: unknown locking screw (part# unknown, lot# unknown, quantity 1). This complaint involves (1) device. This report is for (1) star drive screwdriver shaft/t4 50mm/self-retaining/hxc. This report is 1 of 1 for (B)(4).